Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving hydromorphone (5.0 mg/ml at 2.8533 mg/day), bupivacaine (30.0 mg/ml at 17.120 mg/day), compounded baclofen (200.0 mcg/ml at 114.13 mcg/day) and clonidine (150.0 mcg/ml at 85.60 mcg/day) via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported the patient presented for an it dose adjustment secondary to uncontrolled pain on (B)(6) 2016. The clinical diagnosis was decreased therapeutic relief secondary. The it rate and the bolus dose were increased. The pump was reprogrammed again, on (B)(6) 2016, and the it dose was increased. On (B)(6) 2016, the it opioid was rotated from morphine to hydromorphone. The patient's pump was reprogrammed again on (B)(6) 2016. It was indicated the event was related to the device or therapy. The issue resolved without sequelae on 2016-nov-10. Omitted information related to (B)(4): sheath at catheter tip; diff. Aspirating. Additional information was received from a healthcare provider (hcp) via a clinical study. It was reported that the device diagnosis was ¿other suspected catheter issue¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on (B)(6) 2018. It was reported that the catheter issue was a "suspected device issue." The cause was not determined. Interventions included reprogramming on the following dates: (B)(6) 2016. The event resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter, UDI: (B)(4), ubd: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on (B)(6) 2018. It was reported that the device component involved with the event was the spinal portion of the catheter.